Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, left sz 2 (cat# 02-010-03-0220 / serial#:(B)(4)). Lgc tibial fit tray cem sz 2f / 3t (cat# 02-012-45-2030 / serial#:(B)(4)). Advanced patella 29m 3 peg implant (cat# 200-07-29 / serial#:(B)(4)). 3" drill bit, mod. Hex 2 pack (cat# 201-78-89 / serial#:(B)(4)). Threaded pin size 2.3 collared 2pk (cat# 521-78-23 / serial#:(B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately four years post initial tka, this female patient was revised to a persona revision knee for both the femur and tibia due to pain, wear and osteolysis. Patient was last known to be in stable condition. Photos attached. The device is available for evaluation.

Manufacturer narrative:
Upon further investigation, information was reviewed, and it was noted that this case is a duplicate of MFR# 1038671-2022-00028; therefore, this case will be voided. Any subsequent information will be captured under MFR# 1038671-2022-00028.